Event description:
The reporter contacted animas on (B)(6) 2012 alleging the keypad came loose from the casing about one month prior and for the past couple of days, the up arrow and down arrow buttons had been having intermittent response. The reporter denied moisture to the pump. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
Follow up #1 submitted: 10/02/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. The up arrow and down arrow keypad symbols were noted to be worn. On testing, the up arrow, down arrow and ok keypad buttons were responsive. The contrast button was not responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of the contrast and down arrow buttons.

Manufacturer narrative:
The initial MDR was submitted based on the results of the product analysis investigation and not on the reported complaint.